Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited premature battery depletion. No intervention was performed. The patient was stable throughout the event.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received on (B)(6) 2018 indicated that the patient presented on (B)(6) 2018 for procedure. The device was explanted. The patient was stable throughout the procedure.